Manufacturer narrative:
Two used samples were received for evaluation for the complaint that this product resulted in leakage without waveform. Lot number was not provided; therefore, lot history review cannot be executed. In first sample no visual anomalies were observed on the returned sets. The transtar of the monitoring kit was electrically tested, the transtar was able to be zeroed and when opened to the dead weight tester, the sample showed a value. When the set was primed and pressure leak tested, no leaks were observed. The reported complaint of no readings was confirmed on sample-2 and not confirmed on sample-1.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during surgery, the product leaked without a waveform. The device was replaced. There was no patient harm reported.